Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the entire drawer failed and was not detected on the communication bus at the station. A field service engineer reseated the rowboard cable connection on the drawer controller board to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary 3.2 drawer failed and was not detected on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care, since the entire drawer was missing/off the bus, rendering the staff unable to access any medications from that particular drawer. There were no adverse events or injuries reported based on this event.